Manufacturer narrative:
This report is being supplemented to provide additional information based on follow up and foreign material questionnaire to the facility: communication with the facility via service olympus repair center (sorc) , the following information conveyed : the device/direct product used with the subject device is a cv-290 (video processor)- no reported issue with this device. Pre check inspections conducted on the device. Cleaning, disinfection, and sterilization (cds) machine reprocessor used for the scope - oer-5. Due to the nature of event (foreign material found on the device nozzle) , the customer provided the cleaning sterilization and disinfection (cds) processes performed at the facility. Facility was not aware, noted ¿unknown¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not provide any comments, no information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found scratches on control unit, s-connector, flexible tube insertion section/connector part. The reported issue of "connector part, operation part scratch" (connector defects) was confirmed. Furthermore, device evaluation found foreign material inside the nozzle. This condition was attributed to handling issue, insufficient reprocessing . Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The angle wires noted stretched objective lens has a chip. Forceps channel port found shaved. Scratch found on scope cover (s-cover unit ), image guide (ig) protector, switch box, forceps elevator (fe), up/down knob, right/left knob, universal cord, grip. Paint on suction-cylinder (s-cylinder) found peeled. Control unit has discoloration. Adhesive on a-rubber (insertion section) has a chip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "connector part, operation part scratch" (connector defects). No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material inside the device nozzle. This report is being submitted due to the finding of foreign material inside the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .